Manufacturer narrative:
Product ID, 3888-45 lot# v778999, implanted: 2012 (B)(6), product type lead product ID, 3888-45 lot# v778999, implanted: 2012 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37744 lot# serial# (B)(4), implanted: 2012 (B)(6), product type programmer, patient product ID, 3708220 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension.(B)(4).

Event description:
Additional information received reported that the lead revision was performed because the lead loops were too close to the surface and they were causing the patient pain. The surgeon buried the leads deeper. It was reported that the patient was alive with no adverse event or injury.

Event description:
It was reported that the patient was going to have a lead or connector revision. There were no patient symptoms or injuries reported. If additional information is received, a follow-up report will be sent.